Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, error occurred at the system check. When the device was cleaning, the blade was broken off. As the device was broken off out of the patient, not pieces were left inside the patient's body). Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Added additional information: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad the device was functionally tested with a generator. During functional testing on the generator an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. The blade was found to be broken at the discolored (blue) and the broken piece returned with the device. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.